Event description:
It was reported that a novum iq large volume pump reversed flow during infusion. It was observed that the pump was extracting blood from the patient instead of pumping medication into the patient. The medication was not observed to be dripping. The tubing was changed at first, but it was determined to not be the issue. It was determined that the pump was malfunctioning. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.